Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The transmission was showing corrupted date and battery information. No intervention has been performed. No other information was available.

Event description:
New information reported on feb 16th, 2018 states that the implantable cardiac monitor issue was resolved by reloading the mobile phone application.